Event description:
Treatment of a ruptured ophthalmic ica (internal carotid artery) cerebral aneurysm measuring 10mm x 8.2mm x 10.2mm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher. Upon retrieval of the implant coil, it prematurely detached with approximately 15mm of it inside the catheter. A traxcess guidewire was used to push the coil into the aneurysm and the procedure was completed without further complications.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher was returned for evaluation and it was found broken with the release wire pulled back which likely caused the implant coil to detach.(B)(4).